Event description:
It was reported to covidien on 09/26/2008 that a customer had a problem with a dialysis catheter. The customer states that the catheter's adaptors were cracked, causing the catheter to be replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.